Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this marathon catheter tip broke and left in the patient during attempt to navigation at the target lesion. The patient underwent embolization treatment for tumor. The vessel was observed moderately tortuous. Access vessel external carotid artery middle meningeal artery (mma), vertebral artery (va) branch and 1mm in diameter. It was reported that regarding to the case of tumor embolism on the distal region of the external carotid artery mma, it was a procedure that was performed for embolization using marathon and nbca glue. Marathon was unpacked, preparation was performed per IFU, and it was selectively delivered to lesion of the mma distal region using guidewire. However, the target blood vessel was too thin to be delivered with guidewire + marathon, and the strategy was changed to perform the embolization from another blood vessel. Set up was performed for tenrou10wire + marathon outside the patient's body, and a feeder from va- was selected, and an attempt was made to deliver to the lesion. But this blood vessel was also too thin, and marathon was unable to be delivered even though the target vessel could be selected with wire. Eventually, the devices were decided to be removed without embolization treatment. When trying to remove the wire and marathon, it was noticed that tip marker was not adhered (no tip marker), and marathon and wire were removed outside the patient's body. After checking the product, there was no tip marker and the tip was fractured. Angio was performed, and when confirming where the tip marker portion was, and it was confirmed that the fractured marker portion was flowing distally to the dural branch. The patient currently has no adverse events. No patient injury was reported. Due to tumorectomy after preoperative embolization, marker of the tip portion of the marathon was removed successfully.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation was confirmed. The marathon micro catheter was returned for analysis with a marathon distal marker/tip separated. No damages or irregularities were found with the marathon hub. No bends or kinks were found with the marathon catheter body. ~0.6mm of the marathon distal marker band/tip was separated. The separated marathon distal marker/tip was returned. The tubing material at the broken end exhibited with plastic deformation (jagged edges and stretching). The tubing material at the broken end exhibited with plastic deformation which indicates that the marker band dislodged as the tensile strength of the tubing material was exceeded. Highly tortuous anatomy and/or kink/damage in guide catheter/guidewire, excessive resistance during delivery and/or withdrawal can contribute to the event. In addition, if hard clots /calcifications in the navigation tract are present during delivery and/or withdrawal can cause the catheter to snag causing the tip to become separated. However, the cause for the separation could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.